Event description:
The following was reported: colonring has been set up without any difficulty. Indication: recto-sigmoid cancer with anastomosis on high rectum. Colon was prepared by x prep and the colon was clean and empty during procedure. No protective stoma. One risk factor: diabetes - non insulin dependent. A major dehiscence was indicated on pod 5.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer novogi ltd.; and the importer (B)(4), as novogi ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further info is currently available. A follow up report will be filed if additional info becomes available. Anastomotic leak/dehiscence is one of the most common anticipated complications of colorectal procedures. The current leak/complication rate found with the use of the device is within the low range reported in the literature for anastomosis devices. In this case, the pt was diabetic, a condition known to be associated with an increased risk of anastomotic failure.